Manufacturer narrative:
The pump was received with a button error alarm and intermittent button response due to light moisture damage to the keypad traces. The pump was received with operating currents within specification. The pump passed the self test, rewind, occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump alarmed unexpected restart after a battery change due to a faulty component on the interface board. The pump was received with a cracked case at the display window corners, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error during a bolus attempt. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that she was holding the up button since the insulin pump was unresponsive in the bolus menu. Additionally, the customer mentioned that the device alarms unexpected restart error after every battery change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.